Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) showed an atrial signal that was undersensed after atrial pacing. Technical services (ts) explained this was due to atrial sensing set to 1 mv automatic gain control (agc). Since atrial pacing was continuous, sensing adjustment started from 8 mv. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.